Event description:
According to the customer starting on 1/21, the nebulizer stopped working.

Manufacturer narrative:
According to the customer starting on 1/21, the nebulizer stopped working. The nebulizer was received about a year and a half ago from a pediatrician in regards to her son's asthma. The customer stated, "over the week, my son was having really bad upper respiratory issues and we tried using the nebulizer several times". The customer stated it would turn on, but "there would be no power actually coming from it as far as to power up the medication for the nebulizer". The customer continued to stated that it "basically turns on, but it has no function completely so he ended up being hospitalized". There was no further information. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.